Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented in the return fields is identified as a leaky pump.

Event description:
Dealer states the lift lowers slowly with weight.